Event description:
Pt underwent surgery to address dislocation. It was reported that the pt had fallen. Hip was reduced during surgery without the removal of any implants. Metallosis and poly wear were also found.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.